Event description:
During vessel harvesting clearglide accel vessel harvester broke. Piece of plastic separated from the jaws (piece intact). Device and broken piece removed from the field. New device obtained, procedure completed.